Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions code: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific crm received and reported the following info: "this left ventricular (lv) lead was explanted due to pt infection."